Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. Because no device was returned, and with the lack of failure information, no probable cause can be determined. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump is receiving an error message that she is not familiar with. No patient injury reported.